Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found that connector pin was broken all fdm and fdr codes apply to the desktop charger ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4).event date was estimated to month and year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the cord that charged ins recharger (insr) was not charging insr. Patient clarified her connector pin was loose or bent, her insr dead and she could not charge her ins. It was noted the connector was broken on desktop charger. No further complication and no symptoms were reported.